Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) (10 mg/ml at 3.075 mg/day) and bupivacaine (5 mg/ml at 1.5375 mg/day) via an implantable pump for unknown indications for use. It was reported that last week the patient was not feeling well. It was noted that they were light headed and on friday started hearing a beeping but the patient was not sure where it was coming from. On saturday she realized it was the pump and that it was the critical alarm. It was noted that it was alarming every hour. The caller stated that she began to have nausea, was vomiting. Had muscle spasms, pain, cramping in her back and olfactory hallucinations. The patient went to the hospital and by this time she was "out of it" and was "jerking around". The pump was alarming every 10 min and continued to alarm every 10 min, until late sunday night then it went back to every hour and then it just stopped. The patient went to monday to get the pump read and it didn't show any records that the pump had stopped. Pt states they did a fluoroscopy today and didnt find anything wrong.